Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient left his stimulator on for 2 days and now the stimulator battery has completely depleted. The patient started recharging last night and was halfway full now at the time of this report. The patient felt that the battery level should last longer than 2 days and does not know if he is doing something wrong or should not leave the stimulator on for that long. A product service specialist reviewed that it depends on the settings and usage of the device. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report.  Should additional information be received a supplemental report will be filed.